Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump, and it was operating within required specifications at the time of release. It was also reported that the pump was subjected to several impacts and exhibited a crack in the display screen. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
It was reported that the pump did not emit audible or vibratory alarms.